Event description:
The facility reports the resident was put in the sling and removed from the bed to be placed in a chair. When the lift was moved to lower the resident to the chair, the sling detached from the lift on the right side of the resident. The resident fell to the floor from a height of 2.5 to 3 feet. The resident sustained a scalp laceration which required 19 staples and bruising to her arms and face.

Manufacturer narrative:
The lift was evaluated and, aside from scratches on the base, was found to be in good condition. Pictures of the sling were sent to the MFR for eval. Although the label appeared to be washed out, the sling looked to be in good condition, but was likely too big for a resident. It was reported the staff were trained in january 2008 by the arjo sales rep. There was no indication the pt suffered from spasms or was combative. From previous internal testing reports that simulate the event, the MFR concludes it is most likely that the clip did not detach but was not attached in the first place. This is so suspected because the pt was moved in a horizontal position from a bed. In this position, a leg clip can go unattached with the pt still being supported by the other three clips and straps of the sling. When the pt is then transferred to a seated position, the weight of the pt shifts mainly to the leg straps. If one of the leg straps is the missing and the pt is passive, a drop is likely to happen. One clip not being attached is highly noticeable and should have been noticed by an attentive caregiver. The lifter opi as well as the sling guidelines for use clearly warn that the clips should be checked to be properly attached, and the sling straps under tension before the pt is lifted. Also, the opi states that before the transfer begins the operator is to make sure a sling of the correct size is available. From the report, investigations and conclusions, the MFR cannot come to a corrective action towards the product, but will continue to monitor complaint trending for possible future actions. It is strongly recommended the lift operators be retrained with special attention towards the attachment of the clips and straps being under tension before lifting.